Manufacturer narrative:
Further follow-up was unsuccessful. Sales representative confirmed that no further information could be obtained from the physician. Alleged infection reported by patient remains unconfirmed. Instructions for use includes the possibility of infection under the 'possible risks associated with programmable implantable pump' section. A supplemental MDR will be submitted if any further information is received. Internal complaint #: complaint (B)(4).

Event description:
A patient reported a prometra ii 20 ml pump that was explanted due to infection. No further information was provided. Per follow-up, physician reported to sales representative that only the patient's stimulator was explanted, not the pump. No further information was provided in regard to the alleged infection.

Event description:
(B)(6) 2020: a follow up response received informing that surgeon explanted only the stimulator not the pump. No further information is available at this time.

Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformities, issues or capas associated with pump function. We are currently pending a follow-up response from the reporter for more information. Internal complaint # - complaint (B)(4).

Manufacturer narrative:
Internal complaint (B)(4).

Event description:
A patient contacted to report a prometra ii 20 ml pump that was explanted due to infection. This information was provided in response to the (B)(6) 2019 patient mailing. No further information is known at this time.